Event description:
Additional information: after consulting with the equipment department and the clinic, it was found that this was a complaint about a routine adverse event. As the customer did not retain the sample, it was not possible to observe blockage or rebound. The product was only at the stage of connecting the infusion set, and infusion had not yet begun. It was not stored in the refrigerator and was stored at room temperature. The product was not defective, it just did not work

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24015646. The feedback provided by the customer states that, " infusion connector to connect the infusion set to the indwelling needle and found that the infusion was not dripping." Further information from the customer has stated that the reported defect was identified at the stage of connecting the infusion set, and infusion had not yet begun. Additionally, the infused product was not stored in the refrigerator and was stored at room temperature. Furthermore, customer has confirmed that product was not defective, it just did not work. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On the morning of (B)(6) 2024, the nurse-in-charge was administering an infusion to a patient and used this infusion connector to connect the infusion set to the indwelling needle and found that the infusion was not dripping, which was resolved by examining the internal channel of the infusion connector and giving a replacement product.